Event description:
It was reported that during a routine device change out procedure, the pulse generator exhibited loss of ventricular output after being subject to electrocautery and the patient became asystolic. The device was explanted and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.